Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been getting error messages both on recharger and programmer. It was reported a 376 code was seen. Patient reported their ins seems to be running out of battery/depleting. Patient reported they have weird zaps but clarified stimulation suddenly getting stronger and then notices ins charge depleting right after. No further complication reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause was not determined.